Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the display button cover was broken. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Available details indicate that the display button cover is broken. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. H3 other text : gfe attempts have been unsuccessful.